Event description:
The customer received questionable ion selective electrode (ise) results for one patient sample. The original results were: sodium 160 mmol/l, potassium 5.6 mmol/l, and chloride 85.6 mmol/l. The repeat results from another cobas c501 analyzer were: sodium 139 mmol/l, potassium 4.9 mmol/l, and chloride 102 mmol/l. The original results were reported outside the laboratory. The repeat results were believed to be correct. The patient was not adversely affected. The electrode lot numbers and expiration dates were requested, but were not provided. The field service representative could not find a cause. He ran precision testing on the ise assays and the results were within specifications. The investigation could not determine a specific root cause. As the repeat results recovered in the opposite direction from the original results, a disturbance within the kcl/sipper flow path was suspected.